Event description:
It was reported, during spinal surgery, the orthopedic doctor instructed the anesthesiology trainee to tilt action. However, the hand pendant did not respond because the 180 degree rotation lock blue handle (head side) was unlocked for some reason. While the anesthesiology trainee suspected a problem and was operating various operations, he pressed the rotation safety lock switch (leg side). At that moment, the 180 degree rotation lock was completely unlocked, the table rotated under the patient's own weight and the patient fell from head to the floor.

Manufacturer narrative:
There is no failure of a device to meet its performance specifications; device performed as intended. Root cause of this issue is operator error (not following product manual instructions). Nw0646 rev h "owner's manual 5803 advanced control base" document contains adequate caution and warning notes to ensure safe device operation. Follow-up training was provided to hospital staff involved with this issue.

Event description:
It was reported, during spinal surgery, the orthopedic doctor instructed the anesthesiology trainee to tilt action. However, the hand pendant did not respond because the 180 degree rotation lock blue handle (head side) was unlocked for some reason. While the anesthesiology trainee suspected a problem and was operating various operations, he pressed the rotation safety lock switch (leg side). At that moment, the 180[?] Rotation lock was completely unlocked, the table rotated under the patient's own weight and the patient fell from head to the floor.